Event description:
It was observed that during the device evaluation, the subject device exhibited a puncture on the cable, and a failed leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found a puncture on the cable, and a failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.